Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unknown date. It was reported the patient was hospitalized on (B)(6) 2015 for hernia repair surgery. The patient experienced peritonitis during this hospitalization. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for an unrelated medical condition at the time of onset of the peritonitis. It was not reported if hospitalization was prolonged due to the peritonitis event. The cause of peritonitis and treatment for the event are unknown. Five days prior to the receipt of this report, apd therapy was discontinued as the patient's peritoneal dialysis catheter was removed. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available.